Event description:
Event: (cc# 98-01009) the doctor was unable to insert the iab through the sheath. On 9/17/98, the following was reported to datascope: it was not possible to get the iab to fit through the sheath. The balloon was prepped but the doctor could only get three quarters of the balloon into the sheath. There was no patient injury or complication as a result of the event. Another iab was inserted into the patient without difficulty. [Event complications]: unknown - reported 8/13/98; none - rpt'd 9/17/98. [Patient's current status]: unk - rpt'd 8/13/98.